Event description:
The customer reported the generation of erroneously low direct bilirubin (bdil and total bilirubin (tbil) patient results with quality control issues on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse replaced the buffer valve to resolve the issue. The fse replaced valves, wash tubing joints, cuvette wash unit head, o-rings on mounting joints for cuvette wash vacuum, vacuum pump, and all tubing from mounting canisters to valve and valve to vacuum tank. The fse cleaned tubing between valves and wash solution aspiration and overflow aspiration manifolds and the inside of tubing of wash rack and wash rack assembly. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. Information not provided by customer. The beckman coulter internal identifier is case (B)(4).